Manufacturer narrative:
At this time, the reporter has informed covidien that the sample will not be made available for analysis. Efforts to collect further info are ongoing from covidien.

Event description:
The caller, rep of respiratory therapy reported that the cuff on the reported tube was not holding air and appeared to be leaking. The caller reported that the pt was decannulated and recannulated with a competitive device. The caller stated complications ensued during the cannulation process and the pt eventually expired. Covidien has made multiple attempts to gather further details surrounding the circumstances of this report with no response to date.